Event description:
The customer contacted the siemens customer care center (ccc) after obtaining discordant results on two patient samples on a dimension vista 1500 instrument. The samples (sid (B)(6)) had been tested for multiple methods including chloride (cl), potassium (k), sodium (na), creatinine (crea), calcium (ca), carbon dioxide (co2), albumin (alb), urea nitrogen (bun), glucose (glu), aspartate aminotransferase (ast), cholesterol (chol), alanine aminotransferase (alti), triglycerides (trig), total bilirubin (tbil), total protein (tp), high density lipoprotein cholesterol (hdlc), alkaline phosphatase (alpi), free thyroxine (ft4), thyroid stimulating hormone (tsh), uric acid (urca), iron (iron), phosphorous (phos), ferritin (ferr), folate (fol), vitamin b12 (vb12), and transferrin (trf). The customer then repeated other patient samples that had been processed by the instrument during the same timeframe and discovered four additional patient samples whose results differed upon repeat testing. Some samples were repeated on the same instrument and some were repeated on an alternate dimension vista instrument. The discordant results had been reported to the physician(s). During a review of the instrument files, it was discovered that the patient samples had been dispensed into aliquot wells already containing other patient samples. There are no known reports of patient intervention of adverse health consequences due to patient samples being dispensed into aliquot wells already containing other patient samples.

Manufacturer narrative:
A siemens headquarters support center (hsc) specialist evaluated the instrument data, which indicated that patient samples were dispensed into aliquot wells containing samples from other patients. Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into aliquot wells already containing another patient's sample. The investigation team was unable to recreate the situation that occurred in the complaint. The cause of patient samples being dispensed into aliquot wells already containing another patient's sample is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.